Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/20/2019. The manufacturer's field service engineer (fse) performed troubleshooting. The fse ran performance verification testing and found the average proximal at 1cm h2o failed reading low by 3 cm h2o out of specification. The fse replaced the air/o2 sensor to address the finding. The device passed performance verification testing. The gas delivery system (gds) was return for analysis. An investigation was performed and the root caused was due to an out of spec air flow sensor u1.

Event description:
It was reported that after setting up the unit on a spontaneous patient, the ventilator did not recognize it was on the patient and gave an alarm that the patient was not connected. The device was in use at the time of the event; however, there was no patient harm. The circuit was changed without issue.